Manufacturer narrative:
Correction: a4, g3 in initial report should be 2021-06-22, e1, e2, e3.

Event description:
It was reported that a peritoneal dialysis (pd) patient contact needed to do a stat drain in dwell 2 of 4 and cancel treatment. Technical support provided information on how to do a stat drain and cancel treatment. There were no reported malfunctions or products issues with the cycler nor any patient harm or injury recorded. Upon follow-up, the patient¿s pd nurse stated the patient did not complete the pd treatment and was hospitalized the following morning for symptoms of bloating and shortness of breath. The nurse reported the patient left the hospital against medical advice (ama), was prescribed diuretic and the pd prescription was changed. The nurse indicated the cycler did not cause any harm to the patient. Additionally, the patient confirmed the cycler was working as intended. The patient attributed the bloating and shortness of breath to accumulation of fluid. The patient reported this was from a combination of slow drains from concomitant constipation and changing from 4 short cycles to 3 long cycles in the end of may. The patient admitted leaving the hospital ama and resumed pd treatment with the same cycler resuming 4 cycles of pd treatment. The patient continues pd treatment with the fresenius cycler without any adverse effects. Based on the available information, there is no allegation or indication that a fresenius device or product issue caused or contributed to a serious patient harm or injury.

Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.

Event description:
It was reported that a peritoneal dialysis (pd) patient contact needed to do a stat drain in dwell 2 of 4 and cancel treatment. Technical support provided information on how to do a stat drain and cancel treatment. There were no reported malfunctions or products issues with the cycler nor any patient harm or injury recorded. Upon follow-up, the patient¿s pd nurse stated the patient did not complete the pd treatment and was hospitalized the following morning for symptoms of bloating and shortness of breath. The nurse reported the patient left the hospital against medical advice (ama), was prescribed diuretic and the pd prescription was changed. The nurse indicated the cycler did not cause any harm to the patient. Additionally, the patient confirmed the cycler was working as intended. The patient attributed the bloating and shortness of breath to accumulation of fluid. The patient reported this was from a combination of slow drains from concomitant constipation and changing from 4 short cycles to 3 long cycles in the end of may. The patient admitted leaving the hospital ama and resumed pd treatment with the same cycler resuming 4 cycles of pd treatment. The patient continues pd treatment with the fresenius cycler without any adverse effects. Based on the available information, there is no allegation or indication that a fresenius device or product issue caused or contributed to a serious patient harm or injury.

Manufacturer narrative:
Clinical statement: based on the available information, there is no allegation or indication that a fresenius device or product issue caused or contributed to a serious patient harm or injury. The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
It was reported that a peritoneal dialysis (pd) patient contact needed to do a stat drain in dwell 2 of 4 and cancel treatment. Technical support provided information on how to do a stat drain and cancel treatment. There were no reported malfunctions or products issues with the cycler nor any patient harm or injury recorded. Upon follow-up, the patient¿s pd nurse stated the patient did not complete the pd treatment and was hospitalized the following morning for symptoms of bloating and shortness of breath. The nurse reported the patient left the hospital against medical advice (ama), was prescribed diuretic and the pd prescription was changed. The nurse indicated the cycler did not cause any harm to the patient. Additionally, the patient confirmed the cycler was working as intended. The patient attributed the bloating and shortness of breath to accumulation of fluid. The patient reported this was from a combination of slow drains from concomitant constipation and changing from 4 short cycles to 3 long cycles in the end of may. The patient admitted leaving the hospital ama and resumed pd treatment with the same cycler resuming 4 cycles of pd treatment. The patient continues pd treatment with the fresenius cycler without any adverse effects. Based on the available information, there is no allegation or indication that a fresenius device or product issue caused or contributed to a serious patient harm or injury.